Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient (no symptoms) presented in clinic for follow-up in backup vvi mode. After a device download, the device resumed normal function.